Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The cp2 and detector were replaced. The detector was aligned and configured. The system functions were checked. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system, outside of procedure. It was reported that while starting the imaging system the screen shows that the "radiation" boot isn't ready. By logging in to the imaging system computer we see that the detector is not ready. No patient was present.